Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced both low blood glucose and high blood glucose in 30 mg/dl and above 400 mg/dl. The customer was treated with a glucagon and manual injection. The customer alleged the pump was over heating. Customer declined he troubleshoot. The insulin pump will not be returned for analysis.